Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 01/25/2016; log dates through 01/12/2016 to 01/26/2016: normal power consumption with intermittent suction. Additional notes: 3 low flow alarms have been logged at the following times: (B)(6) 2016 at 12:44:06, (B)(6) 2016 at 12:45:48, (B)(6) 2016 at 13:28:27. The low flow alarm limit is currently set to 3.0 lpm. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Malposition of the lvad is a possible and potential adverse event(s) associated with the implantation of all vads. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the patient developed relative hypotension, elevated filling pressures with pulmonary edema and with hypoxemia on (B)(6) 2016. Ramp echo showed av closed at 3100. Patient was placed on va ECMO. It was stated that pump thrombus was originally suspected, but likely a combination of malposition and slight decompensation d/t weaning of epinephrine and inotropes adding to complications. Patient was taken to the operating room on (B)(6) 2016 and pump was slightly repositioned and thought to be in a good position per tee, patient was able to be weaned from ECMO. It was further stated that there would be no need for a pump exchange due to the repositioning of the pump, which resolved the issue. It was further stated that the patient tolerated the procedure well. Patient was taken off of ECMO on (B)(6) 2016. Patient is stated as doing well and recuperating in the hospital. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one suction alarm and multiple low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.